Event description:
The manufacturer received information that during the bipap a40 device's evaluation at a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the discovery was made that the ventilator is inoperative. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation of the device, the service technician observed foam particles inside the assembly. The service technician also noted from the device data that the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10cmh2o or greater for 5 seconds (error code 50). Error code 50 is a ventilator inoperative code. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted tobacco contamination and dust contamination. No repair was performed. The device was scrapped by the service center after the evaluation was completed.